Event description:
Boston scientific received information that during the implant procedure, lead measurements on this right ventricular (rv) lead with the pacing system analyzer (psa) were all normal. When the lead was connected to the non-boston scientific device, the pacing impedance measurements were greater than 3,000 ohms and double counting on the rv channel was observed. The lead terminal pin and device setscrews were inspected and no issues were found. The lead was connected again to the psa and again lead measurements were within normal range. The device manufacturer was contacted for troubleshooting the connections, but the impedance and oversensing could not be resolved. A second device of the same model was connected and good measurements were obtained, and the procedure was completed. Two days later, the patient reported hearing beeping tones from the device. Upon interrogation, the rv lead integrity warning was displayed, and the sensing integrity counter recorded 225 events. The pacing impedance measurements were normal, and shock impedance measurements were variable between 78-105 ohms, but still within range. A lead failure was suspected, and a revision was performed five days later. Testing prior to the revision procedure found the rv pacing impedance measurement to be greater than 3,000 ohms with shock impedance measurements between 60-150 ohms. The lead was disconnected from the device and tested on the psa, where normal measurements were noted. However, the physician explanted this lead and replaced it with a competitive rv lead. The lead measurements after the procedure were not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This lead was retrieved from archives for additional laboratory testing. An x-ray of the terminal pin area was performed, which showed a severe bend in the distal high voltage (hv) cable underneath the terminal boot approximately 30 mm from the terminal pin. Electrical testing was performed again, and the rs+/df- segment exhibited intermittently open measurements. High magnification x-rays did not reveal any fractures. However, it was observed that the distal hv cable appeared to be pulled distally and did not protrude as far out of the stake as other comparable leads. Computerized tomography (CT) imaging revealed the stake was shallow; inspection of the stake hole showed the staking tool came down on the edge of the stake hole and resulted in an inappropriate stake depth. The manufacturing inconsistency likely caused the fluctuating impedance measurements observed during the procedure. The severe bend in the distal hv cable under the terminal boot was caused by the difficulty inserting the terminal pin into the non-boston scientific device header. Laboratory analysis determined that over time, therapy with this lead would have been compromised had it remained implanted.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A stylet was returned inserted in the lead. The stylet was removed and a new stylet was inserted with no issues observed. Resistance testing was completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix was retracted, and blood was noted in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.